Event description:
We tried to pass an onyx resolute 3.5 x 30 mm drug-eluting stent into the mid lad; however, it would not pass easily, so we withdrew the stent. We then further dilated with a 3.5 balloon. Looking at the stent, the stent was no longer on the deployed balloon. It turns out that it did come off the deployment balloon onto the table.